Manufacturer narrative:
The investigation into the reported low purge flow and high purge pressure was completed. The device and data logs were returned for evaluation. Analysis of the data logs confirmed an increased purge pressure and decreased purge flow on the last day of support. Functional testing of the pump was able to reproduce the high purge pressure. The root cause of the high purge pressure was biomaterial buildup occluding the purge gap. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 62-year-old male implanted with the impella 5.5 pump experienced high purge pressure during the last 12 hours of support. The automated impella controller (aic) did not produce any low purge flow or high purge pressure alarms. The pump was subsequently explanted. There were no reports of harm to the patient from the console failing to alarm for the purge pressure issues.